Event description:
Customer's grandmother reported that customer needs help uploading. Customer has not been on the insulin pump for four weeks. Customer's grandmother stated customer has been getting moderate ketones and she is not sure why. Customer's blood glucose has been in the high 300s. Customer's grandmother stated she would upload first and then call back. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.